Event description:
Caller reported damage to the pump housing, specifically affecting the usb port and pins, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was instructed to continue using the current pump as a backup therapy and given guidance on how to put the pump into storage mode before returning it. The customer was also provided with a pre-paid label for returning the pump within 10 days, and they understood and acknowledged these instructions.